Manufacturer narrative:
There was no excessive no delivery alarm during testing. The pump passed the rewind, test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The pump had cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported via phone call of issues with no delivery alarms and high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer states they treated the high with manual injection. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.